Event description:
It was reported that, during a robotic laparoscopic radical nephrectomy, a yellow alarm appeared indicating the surgeon console had lost communication. The system was restarted by unplugging and plugging back in the data cable followed by switching the ac switch on and off to restart the system. The surgeon was temporarily unable to use the console while the issue was resolved, resulting in a 5 minute delay to the procedure. Communication was restored after power cycling the surgeon console, and the procedure continued. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.